Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that over a few days, the pump reset unexpectedly multiple times. The customer's blood glucose (bg) level elevated above 400 mg/dl. The customer resumed basal delivery from the pump to address bg levels. Reportedly, the customer would continue to use the pump for insulin therapy.